Event description:
It was reported that a patient was admitted to hospital due to pain and a cold sensation in the left foot, and was diagnosed with lower extremity arterial occlusive disease. Balloon angioplasty and stent implantation of both lower limb arteries were performed. After opening the protege everflex self-expanding stent system and inserting it into the vessel, the release handle of the pusher rod separated from the sheath, resulting in failure to deploy the stent. A new peripheral self-expanding stent system was immediately used, and the stent was successfully deployed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.